Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device has not returned, therefore unavailable for a physical evaluation. However, photos were provided. Upon visual inspection of the photos, it appeared wear marks on the device, it was not possible to see the condition of the jaws. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. The photo does not provide enough evidence to determine root cause. Functional evaluation should provide more information to discern a possible root cause. The possible root cause for deployment issue can be attributed an improper maintenance would lead to bio-debris build up inside the expressew shaft causing wear of internal components leading to rough deployment issues. As per IFU, it is important to inspect the device prior to use to ensure proper mechanical function and do not use if product is damaged. Also, it is necessary to follow the instructions to cleaning and sterilization process and between uses, lubricate moving parts with the water-solubel lubricant. Applying too much force when grasping tissue will impede passage of the needle and suture. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is currently unavailable. Initial reporter is a j&j employee. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This is report 1 of 2 for (B)(4). It was reported by the affiliate in colombia that during an unknown surgery on (B)(6) 2022, it was observed that the expressew iii autocapture + suture passer device felt very hard when activated and the expressew iii needle device did not return and remain trapped. According to the report, the expressew iii autocapture + suture passer device was removed from the joint and actuated outside the cavity two more times but the expressew iii needle device broke as it did not return easily and collided with the capturing plate. Another like devices were used to complete the procedure with a delay of less than ten minutes. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.